Manufacturer narrative:
Pump received with faded screen and missing segments due to cracked and bleeding lcd glass. Pump had minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump had a partial display. Customer reported the screen was faded in and out. The customer was unable to resolve the issue. Customer stated the insulin pump was not dropped or bumped. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.